Event description:
It was reported during surgery the surgeon was repairing a humerus fracture at the time and the tap broke at the tip. It was reported that during the procedure the tap broke and the surgeon was unaware of when it broke. The reporter was not in the case. The tip of the device remains in the patient. This is a report for an unknown part and lot number. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.